Manufacturer narrative:
Unit received with blank display and battery tube/battery getting hot or verify audio/vibrate anomaly/absence of alarm due to shorted and burned component on electronic assembly. No melted in/out unit noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got hot during the day. The customer's blood glucose level was 69 mg/dl. The customer reported that there were no alarms in the insulin pump. They stated that the insulin in pump become very hot. The insulin pump passed the self test. The insulin pump will be returned for analysis.